Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and raw underneath the two back te pads, the size of the te pads. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed a medication for the skin irritation and noted the patient may have been allergic to the rubbing alcohol used to clean the te pads. Follow up indicated that the rash improved.